Manufacturer narrative:
The product was injected into the patient and is not available for return. The production records for the lot were reviewed, and no deviations were found during production that would relate to the reported event; the device met all specifications. Injection site reactions, occur the day of or days following the treatment, are localized to the area of injection and may include the following symptoms: lumps, bumps, tenderness/pain, swelling, induration, erythema, bruising. Most injection site reactions will typically resolve within 2 weeks to 30 days. This is a known potential adverse event addressed in the product labeling and risk management file. The product was used off-label in the lip region. We cannot rule out that this may have contributed to the reported event. Complaints: (B)(4) CAPA 25002.

Event description:
A healthcare professional reported injecting evolysse form into the lips of a patient. The patient experienced lumps. The hcp dissolved the lumps with hyaluronidase with some difficulty. The manufacturer provided syringe was not used.